Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had flow blocked alarm. Customer¿s blood glucose level was 150 mg/dl. Customer states that they changed out everything and alarm was still happening. Troubleshooting was performed for insulin flow blocked alarm but the issue was not resolved. The insulin pump will not be returned for analysis.